Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an unknown fault. The specific issue was not reported. It was not specified when in the therapy this occurred; however, the patient was not connected. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2046 was identified during a review of the event history log. Visual inspection, functional testing, electrical safety testing, and simulated therapy were performed. The cause of the condition was determined to be tubing assy on the bottle not properly fixed. The tubing assy on the bottle (tank tubing) was repaired to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.